Event description:
During the index procedure the patient had one endeavor drug-eluting stent implanted in the rca. Approx 9 months post index procedure the patient suffered stenosis in the rca and underwent a target vessel revascularization of the rca. An unknown brand stent was implanted. The investigator assessed that the event was not related to the study device. Patient was in remission after this event. Approximately 51 months post index procedure the patient suffered an mi. Patient underwent a target vessel revascularization of the rca on the same day. An unknown brand stent was implanted. The patient expired the following day. Death was assessed as a cardiac death. The investigator assessed that the event was not related to the study device.

Manufacturer narrative:
During the previously reported revascularization of the rca approximately 8 months post index procedure, the patient was treated wit h non-medtronic stenting. During the previously reported revascularization of the rca approximately 51 months post index procedure, the patient was treated with non-medtronic stenting.

Manufacturer narrative:
(B)(4).